Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that biomed states that the arctic sun device was not heating. A functional test cooled to 4 c without a problem, heating stalled out at around 18c. Biomed drained and 5 liters from right drain port device started and heated to 40 c without issues. The device was overfilled. And system hours 7000. They requested a quote for 2000 hour service.

Event description:
It was reported that biomed states that the arctic sun device was not heating. A functional test cooled to 4 c without a problem, heating stalled out at around 18c. Biomed drained 5 liters from right drain port device started and heated to 40 c without issues. The device was overfilled. And system hours 7000. They requested a quote for 2000 hour service. Per follow up via email on 15apr2024, device was resolved onsite by their self with tech support assistance. Issue was resolved. Patient involvement was unknown. No additional information or sample was available.

Manufacturer narrative:
Upon further review of investigation, bd has determined that this MDR is not reportable as investigation confirmed it is a use related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.